Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2013, the patient had to go back in to her health care provider (hcp) and ¿reconnect the pump¿ because it had ¿dislodged and was flipping and turning¿. The type of medication being delivered via the device system was not provided. It was later reported that according to the health care provider (hcp) that the pump was never flipped. No further information related to the event was provided. The patient was currently receiving dilaudid via the device however the type of medication being delivered at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.